Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an off-label persistent atrial fibrillation a farawave was selected for use. After opening the device package, it was noticed that the catheter handle was covered with a with substance. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis deployment to basket and flower was successful on every attempt and no unusual resistance was noted. However, white marks / spots were noted on the catheter. Based on the product analysis and media inspection the ar code foreign material present in device was confirmed. The conclusion code selected for this complaint is "manufacturing deficiency".

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an off-label persistent atrial fibrillation a farawave was selected for use. After opening the device package, it was noticed that the catheter handle was covered with a with substance. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.